Manufacturer narrative:
(B)(4). Lot # provided was invalided.the device was not received for analysis; therefore, the complaint could not be confirmed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic oophorectomy procedure, it was found that the balloon was burst before used for the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the returned device has a puncture in the balloon, likely caused by a sharp instrument. The balloon can be easily compromised if it comes in contact with a sharp instrument or packaging material. The batch history records were reviewed no with anomalies noted.